Event description:
It was reported that during patient infusion of succinylcholine with an unknown buretrol solution set, the patient was not responding to the medication and was "turning blue". It was further reported the patient was receiving the medication for laryngospasm via a luer lock port at the distal tip of the set. According to the reporter, it was discovered that the medication backed up into the buretrol and was not administered to the patient. The medication was then administered directly to the patient via the intravascular catheter and the patient responded with no sequelae. No additional information is available.

Manufacturer narrative:
Brand name: the reported product is an unknown access buretrol solution set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.